Event description:
Covidien rec'd info stating that during patient use, the 'alarm silence/ reset light emitting diode (led)' was found to be randomly blinking. The patient was manually ventilated before being transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).